Event description:
The pt was admitted on (B)(6) 2012 from another facility with a foley catheter (rusch catheter) already in place. The pt had orders to be discharged on (B)(6) 2012 so the catheter was going to be removed. The nurse was unable to deflate the foley catheter balloon after several attempts. The catheter was cut so the balloon could deflate but was unsuccessful. A physician had to perform a cystotomy. Under ultrasound guidance, the physician was successful at popping the balloon with a needle through the pt's abdominal wall. This of course was done under ultrasound and the needle was visualized puncturing the balloon. The foley catheter was then able to be removed without any retained products in his bladder and no evidence of hematuria. Because of this procedure, the pt was placed on antibiotics to cover him for a total of 6 days of therapy for potential infection. The pt was discharged on (B)(6) 2012.